Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was reading 326mg/dl and based on the cgm he dosed himself with insulin. The patient stated he started to feel sick and was taken to the emergency room (ER) by his mother. He indicated that he was vomiting on the way to the ER and when he arrived, a finger stick was performed, and the hospital glucometer read 562mg/dl. The patient was administered intravenous (IV) therapy. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable. Cause could not be determined via data.